Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the meter would display message of "connected to pc" when the meter was being charged using a wall adapter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.